Event description:
It was reported that (1) hp051 was used during an unknown procedure. The handpiece had continuous lockout. No further info provide. Opened another device to complete the case. There was no consequence to pt.